Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not responding. The customer¿s blood glucose was 130 mg/dl. Customer stated that the they keep going back to rewind process and cannot press the escape. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Customer stated drive support cape appeared to be normal. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk.